Event description:
It was reported, low sensing was observed on the right atrial (ra) lead. A microdislodgement was suspected. The ra lead was explanted and replaced to resolve the event. The patient was stable.